Manufacturer narrative:
Date rec¿d by MFR : 03jul2019, date of report : 05jul2019. The touchscreen assembly was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll ) was out of specification . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that theupper left hand corner of the touchscreen was unresponsive. There was no patient involvement.